Manufacturer narrative:
Product analysis as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed plastic bag and within a sealed tyvek pouch. The unknown micro catheter used in the event was not returned. The implant coil was returned without introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was found to be broken but retained by release wire at actuator interface and bent at ~48.2cm from proximal broken end. The implant coil was found already detached and not returned. The shield coil was found to be stretched. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that this particular concerto coil 2x6cm was unable to be advanced all the way through the microcatheter while the other concerto coils (2x4cm, 3x4cm, <(>&<)> 3x8cm) were successfully deployed without issue during the procedure. There was coil resistance/stuck in catheter. There was no damage observed on the catheter or coil. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing embolization surgery. Additional information received reported the coil came out of the introducer sheath smoothly. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The catheter was not a medtronic product.